Manufacturer narrative:
Please reference the medwatch report # mw5066637 for information regarding this manufacturer report.

Event description:
Information was received from a patient who was implanted with a neurostimulator via a regulatory body. It was reported that on (B)(6) 2016 the patient experienced inappropriate electric shocks that their motion would not go in the right direction, severe pain, insomnia, loss of appetite, and hutch back. The patient stated that the device was a health hazard. It was noted that the patient was implanted with a nerve stimulator with a patient programmer that controlled the nerve stimulator. The patient stated that their stimulator connected their sacrum nerve with their brain to prevent the patient from frequent urination. A pathology report diagnosed the patient as having a foreign body giant cell reaction with inflammation. The patient stated that the event outcome required intervention that included having the device explanted by the same hospital that implanted it.

Manufacturer narrative:
Please reference the medwatch report # mw5066706 for information regarding this manufacturer report.

Event description:
Additional information was received from a patient via a regulatory body on (B)(6) 2017. It was reported that on (B)(6) 2016 the patient experienced motion problems, hunchback, pain along bottom of their spine, severe pain, insomnia, weight loss, and spinal problems. The patient reported that it was surgically put in and surgically removed and that they have a machine. The patient also mentioned concomitant medical products as keppra, simvastatin, phenobarbital, crompexole, multi-vitamin, vit c, and krill oil. The patient stated that their stimulator was for their bladder to stop the urgency to urinate.